Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. (B)(4) - incomplete. The expiration date is currently unavailable. There were three products with three different lot numbers involved in this complaint event. It is currently unknown which lot number corresponds to which anchor in the sequence of anchors described in the complaint event description. See associated medwatch: 1221934-2018-50205, 1221934-2018-50207.

Event description:
It was reported that the gryphon br was used during the arthroscopic bankart repair on (B)(6) 2017. After the first device was inserted, when the tension was applied to the suture for checking fixation, the anchor was back-out. When a bone hole was created in a different place, and the second device was inserted to the bone hole, the anchor was back-out again. When the third device was inserted to the other different created bone hole, the anchor was able to be fixed by changing the insertion angle. When the suture was ligated, even though there seemed to have no damage, the orthocord was broken; thus, another anchor was used for its recovery. It was brand new and the first use when the issue occurred. There was no delay in surgery and no harm to the patient. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
The expiration date was documented as unknown in the initial report and has been updated as 3/31/2020. Therefore, UDI: (B)(4). The complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. No further information regarding the technique used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4). The expiration date is currently unavailable. There were three products with three different lot numbers involved in this complaint event. It is currently unknown which lot number corresponds to which anchor in the sequence of anchors described in the complaint event description. See associated medwatch: 1221934-2018-50205; 1221934-2018-50207.

Event description:
It was reported that the gryphon br was used during the arthroscopic bankart repair on (B)(6) 2017. After the first device was inserted, when the tension was applied to the suture for checking fixation, the anchor was back-out. When a bone hole was created in a different place, and the second device was inserted to the bone hole, the anchor was back-out again. When the third device was inserted to the other different created bone hole, the anchor was able to be fixed by changing the insertion angle. When the suture was ligated, even though there seemed to have no damage, the orthocord was broken; thus, another anchor was used for its recovery. It was brand new and the first use when the issue occurred. There was no delay in surgery and no harm to the patient. Per additional information provided by the affiliate on (B)(6) 2018, it is not known which of the three lot numbers provided had the issue of a broken orthocord suture. It is not known which of the three lot numbers was the first anchor that pulled out, resulting in an additional bone hole. More than one additional bone hole was created. It is not known if the third anchor with the broken orthocord suture was removed from the patient. Per additional information provided by the affiliate on (B)(6) 2018, it is not known how many bone holes were made to complete the procedure. This is report 1 of 3 for complaint (B)(4).